Event description:
Pt had anterior cervix and after multiple attempts to dilate the cervix and place the hysteroscope, it was noted that the uterus had been perforated. The procedure was aborted, the pt was observed and several hours later, she was discharged to home in stable condition.